Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the instrument to have the main tube broken on the proximal end below the chassis. Small chips or flakes of the main tube may have fallen off. No pieces large enough to be measured were observed. Intuitive motion may not be functioning properly as a result. No functional test could be performed due to the condition of the instrument. The root cause of broken instrument main tube is typically attributed the user. The missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, that the mico bipolar forceps instrument was found to be broken from top. There was no report of patient involvement.